Event description:
The account alleged the head up does not work. The manifold pump runs, but no head up movement. No injury reported.

Manufacturer narrative:
The account removed and cleaned the valve, and reinstalled it, and the head was working a couple of times and then it stopped working again. The account replaced the head up valve to resolve the issue.